Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) disassembled display and cleaned contacts on connectors. Repair completed. Function tests performed with positive outcome. The equipment was returned to the customer for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported before use that cs300 intra-aortic balloon pump (iabp) no screen visible. There was no patient involvement.